Event description:
It was reported this right ventricular (rv) lead had impedance measurements in the 700 ohm range which spiked to 1,800 ohms and then again to 1,100 ohms. With left arm movement across the chest the impedance went from 769 ohms to 1,276 ohms. No noise was observed. Sensing and threshold measurements appeared to be good and stable. Boston scientific technical services (ts) recommended discussing the observations with the physician and monitoring of the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).